Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing sensitivity and pain at the ipg site. Database analysis was taken and revealed no anomalies. The patient was prescribed lidocaine patches.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing sensitivity and pain at the ipg site. Database analysis was taken and revealed no anomalies. The patient was prescribed lidocaine patches.

Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received that the patient was experiencing sensitivity and pain at the ipg site. Database analysis was taken and revealed no anomalies. The patient was prescribed lidocaine patches.